Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and confirmed the reported issue. To resolve the issue, the se calibrated the flow sensors. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and the ventilator inoperative (vent inop) was illuminated and the safety valve was opened. The patient was placed on an alternate ventilator without harm or injury.